Event description:
The customer complained of high results for 2 patient samples tested for elecsys estradiol iii assay on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer (e170). For patient #1 the initial estradiol result was 3000 pg/ml with a data alarm. The sample was auto repeated by the analyzer performing a 1:10 dilution with a result of 2130 pg/ml. The auto repeat result of 2130 pg/ml was reported outside of the laboratory. The physician questioned the result a week later and requested retesting of the same sample. The repeat estradiol results were 26.66 pg/ml and 67.0 pg/ml. The physician requested the testing in duplicate but since the duplicate results did not match they did not know which result is correct. The physician requested the patient have a new sample collected and tested but specific results were not provided.. For patient #2 the initial estradiol result was 3000 pg/ml with a data flag. The sample was auto repeated by the analyzer performing a 1:10 dilution with a result of 1420 pg/ml. The auto repeat result of 1420 pg/ml was reported outside of the laboratory. The physician questioned the result a week later and requested retesting of the same sample. The repeat estradiol results were 39.93 pg/ml and 38.23 pg/ml. The physician requested the testing in duplicate and since the duplicate results matched each other a corrected report was issued. (B)(6). There were no adverse events. The estradiol reagent lot was 25257803 with an expiration date of 31-jul-2018. The field engineering specialist found the sample probe liquid level detection (lld) wire was broken. He replaced the sample probe and adjusted lld voltage. He verified all lld voltages were within specifications and he verified all probe alignments were acceptable.

Manufacturer narrative:
The field service engineer finding was a valid explanation of the event. Trend analysis for the replaced parts did not show any abnormal trends. The customer stated that there have been no further discrepant results.